Event description:
It was reported, that the patient did not meet the indication criteria for a vibrant soundbridge anymore. Her hearing dropped to severe to profound/progressive loss. The patient was reimplanted on (B) (6) 2009 with a cochlear implant.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.